Manufacturer narrative:
A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. Event verification: a review of the system logs was performed by an isi failure analysis engineer (fae). Per the review, the following was confirmed: system serial # and event date. Refer to appropriate fields within the complaint. See attachments.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesions were 2.1cm (right lower lobe; lateral segment) and 0.9cm (left lower lobe; anteromedial segment). Instruments utilized during the procedure included a 21g flexision needle, forceps, and a bronchoalveolar lavage was also performed. The diagnosis obtained from pathology was non-small cell carcinoma/nos (malignant) for both lesions. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.